Manufacturer narrative:
This supplemental emdr is being submitted to provide the correct UDI information. Updated field: d4. If additional information becomes available an emdr supplement will be submitted.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Since the returned device was already used, a representative device was used to attach the distal cover and confirm whether the event could be reproduced. Deformation of the top and bottom sections of the representative distal cover was confirmed. This indicates the representative distal cover was correctly attached to the endoscope. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported crack: component failure of the distal cover. It was confirmed that the top and bottom of the distal cover returned by the customer were not deformed. This indicates that the distal cover may not have been properly attached to the endoscope. It is possible that the distal end cover was not properly attached and dropped off due to the load during the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This is report 2 of 2. It was reported that during a therapeutic ercp ((endoscopic retrograde cholangiopancreatography), the distal end cover of the duodenovideoscope fell off inside the patient¿s stomach. The cap was retrieved with forceps, at which time a cracked section was noted in the distal end cover.